Event description:
It was reported that a user expressed concern that the ilet was not dosing insulin after a recent supply change, while also experiencing a low blood glucose of 56 mg/dl that was self-managed. Symptoms included hunger associated with hypoglycemia. Outcomes included successful correction with oral glucose in the form of glucose tablets and orange juice, with return to range and no further intervention. Investigation included troubleshooting and user education by the agent. Investigation of this case revealed no device alerts indicative of delivery failure and confirmation that insulin delivery would pause during low glucose. It was concluded that the event involved hypoglycemia with unclear cause and that device function appeared consistent with design. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.